Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the surgeon fired first firing with purple load. As the blade and staples deployed from the reload, the firing stopped half way through the firing cycle. The reload would not fire any further. He then removed the reload from the stomach and attached a new purple load. The second purple load fired successfully continuing the previous staple line (no staples were resected). The patient is currently in good condition. The incident did not result in any reoperation. The incision was not extended by more than one inch. There was no blood loss of 500 cc's or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). : post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1, one endo gia adapter standard, and one endo gia 60mm articulating vascular/medium reload. Engineering evaluated the returned handle and adapter and no abnormalities were found in the eeprom event log of the returned devices. Engineering then evaluated the returned devices on the a1 fixture and noted that the unit was fired three times and consistently displayed a force output between 125-130 lbf. The above mentioned output force was determined to be adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). The grinding motor sound is due to a mechanical interaction that is isolated within the gearbox of the motor assembly. The motor assembly will be sent to the supplier for further evaluation. A review of the device history records for the handle and adapter indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The strange noise coming from the instrument was isolated to the gearbox of the motor assembly and the motor assembly will be sent to the supplier for further evaluation.